Event description:
It was reported to philips that the device takes over 30 minutes to turn on. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that the equipment takes a long time to turn on. Upon checking the logfiles fse could not find any relevant error for the diagnosis. However, failure is recorded in periodic ip-pc and host-pc source checks. Fse performed complete restart of the equipment including the electrical panel. There was no reoccurrence of the reported problem till date. The reported problem was resolved after the restart. After the repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.